Event description:
It was reported by the sales rep that during a lap cholecystectomy procedure, the surgeon attempted to use the ligamax, but experienced jamming clips after a few firings. After 1st failed ligamax, the surgeon had the 10 mm device opened to complete the case. No patient consequence. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one device was received heavily soiled and the jaws broken at bifurcation due to heavy corrosion. Functional test could not be performed as it was noted to be empty and the lockout was fired through. No conclusion could be reached as to what may have caused the reported incident; the jaw bifurcation break is not consistent with complaint description.